Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the patient line of a disposable cassette and a transfer set was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain three of ten. The patient was not connected at the time of the alarm. Per the caregiver, the patient line disconnected from the transfer set, due to a loose connection. The cause of the loose connection was not determined. The technical service representative (tsr) confirmed that patient did not intentionally disconnect themselves. The tsr assisted the caregiver to cycle power on the homechoice and assisted to retrieve cassette. The tsr assisted to get therapy readings. Caregiver set up with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.